Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the battery does not work. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench repair technician (brt) evaluated the device and determined that the battery does not work due to a power failure. It was recommended to replace the battery in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.